Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was 210 mg/dl. There was no impact to the customer¿s blood glucose due to the reported issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.